Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm when the latch is in closed. No adverse effects reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion sensor) seal had a bubble, the battery compartment was damaged and the battery door was missing. The customer stated problem was duplicated. The dso failed calibration and was replaced during the repair process. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.